Event description:
It was reported by the patient that the patient had pain and movement of the patient's implantable pulse generator (ipg). Follow up information obtained also noted "threatened erosion". A pocket revision was performed and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.